Event description:
The customer reported obtaining low patient results for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The customer repeated the sample on another au analyzer with normal results. The low results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for this patient.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 and found the sample probe was bent. The fse replaced the sample probe to resolve the issue. The fse performed calibration, and controls, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).